Event description:
Device issue: none. Adverse event: failure to achieve hemostasis. Time of adverse event: post vessel closure. It was reported that a physician trained in the used of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the suture was deployed, bleeding occurred at the target site and hemostasis was achieved using manual compression for 20 minutes. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.